Event description:
It was reported that an unspecified bd pen needle jammed during injection. The patient missed medication dose. The following information was provided by the initial reporter: patient was using the device and it jammed during injection.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
Investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed.

Event description:
It was reported that an unspecified bd pen needle jammed during injection. The patient missed medication dose. The following information was provided by the initial reporter: patient was using the device and it jammed during injection.